Event description:
It was reported to medtronic minimed that the customer was pushed into the pool and at the time was using the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Fluid was present in the pump. The pump did not return to normal function, or fluid was reported under the lcd, or customer reported hearing fluid when shaking the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side one, crack in the middle (enter) keypad button, scratched case. The pump was received without a battery cap. The pump was received with a flashing medtronic logo display. The case was cut open. After visual inspection, there is corrosion just about everywhere on the back side of pcba1 and on the front side of pcba2. In summary, the customer¿s report of moisture exposure was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.